Event description:
Vns pt has experienced a decreased sense of sexuality since implant. It was reported that the pt has been unable to have erections. The pt has reportedly not had problems of this nature in the past. The pt's physician has reportedly approved viagra for the pt. Investigation to date has been unable to determine whether the impairment is temporary or whether the vns caused or contributed to the reported event.